Event description:
It was reported that this shaver handpiece would not operate when a blade was attached. There was no injury or delay reported with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation. The reported problem was not verified. During testing, the handpiece was found to have a potential to activate on its own. An investigation is in process for this failure mode. There have been no reported injuries associated with this failure. This product will continue to be monitored for failures.